Manufacturer narrative:
(B)(4). Batch #r5av7p. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples deployed into the tissue formed in the proper closed b-formation? If not, please explain. If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? If a different issue occurred, please provide details. You have reported two ats45 staplers. Do you have a lot or batch number for the second ats45 stapler? Did the same issue occur with both staplers? If not, please provide details for each device involved in this event. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported by the rep that the devices did not work. The procedure was completed with a like device with no patient consequences reported. No additional information can be provided at this time.